Event description:
It was reported while using relion insulin syringes 1/2ml 31 gauge, the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 syringe plunger hard to move after 10 unit marker lot # 1144293d catalog# 328520 date of event unknown sample status awaiting sample

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringes 1/2ml 31 gauge, the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 1 syringe plunger hard to move after 10 unit marker lot # 1144293d catalog# 328520 date of event unknown sample status awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary customer returned (1) 1/2cc, 6mm, 31g relion syringe in an open poly bag from lot # 1144293. Customer states that the plunger is hard to move after 10 unit marker. The returned syringe was tested and the plunger was able to be exercised in the barrel without any observed defects. A review of the device history record was completed for batch# 1144293. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.